Event description:
Reporting status: malfunction. Reporting rationale: guide wire tip separation is likely to cause or contribute to pt injury. Device issue: guide wire tip separation. It was reported that bmw universal guide wire got stuck in a small branch of the artery and the coils of the guide wire tip separated. The separated tip coils were pulled back into the lumen of the balloon catheter and the complete guide wire was successfully removed from the patient's anatomy. The tip coils were discarded after the procedure. Reportedly, there were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
Eval summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast visible on the core and coils. The tipball, tip coils, and shaping ribbon were detached and not returned. The shaping ribbon was detached 2.2 cm distal to the center solder. The core was still intact. The tip coils were unraveled distal to the center solder for a length of 6.6 cm. There was a kink in the core at the proximal end of the hypotube. There was no other damage noted to the guide wire. The proximal end of the guide wire, up to the hypotube, was passed through a hole gauge and met manufacturing criteria. The distal end of the guide wire, including the hypotube, could not be measured due to the tip coils being detached. This did not meet manufacturing criteria. The guide wire could not be backloaded through a new catheter due to the tip coils being detached. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident info and the analysis of the returned guide wire. Results of the sem analysis indicate that the device core was subjected to excessive torsional overload beyond its design limit causing the tip to detach. For the guide wire to separate due to torsional overload, some portion of the guide wire would have to be trapped either in the anatomy or in another device and excess torque applied. From the incident description, the tip of the guide wire became trapped and stuck in the vessel. The cause of the torque was not described, but the sem shows that the guide wire had been overtorqued beyond the strength of the guide wire resulting in guide wire separation. The core adjacent to the hypotube was also found kinked but this is likely from the case difficulty that damaged this part of the guide wire. Overall, the root cause of the guide wire separation and guide wire damage appears to be from circumstances during the procedure and not a manufacturing related quality issue. The manufacturing lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the product performance group.